Event description:
It was reported that a revision surgery was performed to exchange the knee implant due to an infection.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and as of now, no medical records or documents have been received on this legal complaint. The information will come through the legal department. When the medical/clinical information is received the complaint will be re-opened as assessed at that time. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.